Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the catheter revision occurred on (B)(6) 2024. The patient received therapeutic benefits on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023- explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen via an implanted pump for intractable spasticity. It was reported that the caller had an operative report regarding a catheter revision in the thoracic spine. The revision was done to move the catheter tip location because the current location was not providing therapeutic results for the amount of drug being delivered. The MRI technician had question about the metal needle like connector used during the revision. The MRI tech provided a catheter revision date of (B)(6) 2024 but device registration showed a revision date of (B)(6) 2024. Further information was not provided.